Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified tracing to the device malfunctions air/water-tube has foreign objects, air/water-cylinder (tube) has foreign objects and j-tube (auxiliary jet channel) has foreign objects. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, the most probable cause of the malfunction "dent on j-tube (auxiliary jet channel) in control unit" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the j-tube (auxiliary jet channel), air/water channel, air/water cylinder and a dent on j-tube (auxiliary jet channel) in control unit . There was no patient involvement.